Event description:
It was reported while testing for sars-cov-2 potential false positive results were obtained. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges invalid result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 potential false positive results were obtained. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).